Event description:
The customer received control readings of 142 and 128mg/dl on her contour next ez meter. The readings were not automatically marked as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The control solution will be returned for evaluation. Replacement meter, strips and control were sent.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.